Event description:
The patient reported that when he was recently in the mountains skiing, he noticed that his bg was elevating. He stated that he noticed a lot of air in the cartridge and tubing and that this continued to be a problem the whole time he was in the mountains. The patient stated that when he returned home he had some episodes of air in the cartridge and tubing but that it was not as bad. The patient reportedly used the same vial of insulin as what he had in the mountains and questioned as to whether or not the air bubbles were caused by the altitude in the mountains. He reportedly self-treated via injection. Customer support (cs) advised the patient that altitude could cause excess air in the cartridge/tubing. Cs also advised the patient on how to reduce air bubbles in the cartridge and tubing.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.